Event description:
This rv lead was implanted on (B)(6) 1999 and was capped on (B)(6) 2013 due to impedance less than 200 ohms. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).